Event description:
It was reported that the patient passed out. The implantable pulse generator (ipg) device recorded episodes of rate drop response (rdr), but only rate response (rr) was programmed on. Multiple attempts were made to gather additional information, but the attempts yielded no additional information. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).